Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video scope had multiple broken fiber optic lights making it not as bright. The issue was found during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge, dents and scratches on distal end, loose light guide adapter with stains under cover glass, and damaged on video connector edges. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video scope had multiple broken fiber optic lights making it not as bright. The issue was found during a therapeutic procedure. There were no reports of patient harm.